Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the ccd signal wire fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd signal wire. In addition, our technician confirmed that the angle wire fluid damage, the segment fluid damage, the control body fluid damage, the down pulley wire fluid damage, the light guide cable fluid damage, the lg connector fluid damage, the lcb distal cover glass fluid damage, the light guide cable coating damage, the distal body broken, the lcb (light carrying bundle) broken, the ground terminal broken, the ccd drive pcb corroded, the air nozzle missing, the water nozzle missing, the lg connector deformed, and the bending rubber gluing bubbling; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.